Event description:
It was reported that the implantable neurostimulator (ins) was no longer functional. It was not known for how long the ins had not been functional, nor was it known why the ins was no longer functional. Additional information received reported that the cause of the issue was unknown. It was noted that no surgical intervention had occurred, the patient did not require hospitalization, and the patient had not suffered any injury.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).